Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 1.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient injury was reported, and the patient was in good condition post-procedure.